Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient had undergone aortic arch replacement due to type a dissection before. On (B)(6) 2018, zenith txd bare stent was used for dissecting aortic aneurysm at the distal end of the synthetic graft and dissection around the abdominal branched vessels in the descending aorta after the aortic arch replacement. Pre-procedural CT confirmed that the true lumen as an access route was patent enough to deliver the device. The patient was judged to be suitable for the procedure. A wire guide was advanced from the left access site through the true lumen into the inner lumen of the synthetic graft, then the delivery system of the zta device was advanced over the wire guide after the physician checked a state of the true lumen. However, the abdominal dissection had progressed as much as the true lumen near the ima was occluded since pre-procedural CT had been performed. The occlusion allowed only a wire guide to pass through, so the physician thought it would be risky to continue to advance the delivery system and decided to stop using the device when only the distal tip of the delivery system was inserted into the patient. The procedure was abandoned with no further treatment on the day. Since the patient is young, the physician has a plan to perform y-graft replacement in the abdominal site first, then to place stent graft additionally. Additional information received (B)(6) 2018: plan of tevar on (B)(6) 2018: placing the complaint device (zta-) first to treat the dissecting aortic aneurysm at the distal end of the synthetic graft, then placing zenith txd bare stent to prevent the true lumen around the abdominal branched vessels in the descending aorta from being narrowed due to dissection. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr24272. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties in advancing the delivery system. However, the abdominal dissection, which reportedly had "progressed as much as the true lumen near the ima was occluded since pre-procedural CT" is considered a contributing fact. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.